Event description:
It was reported to boston scientific corporation that a wallstent bare biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 within the common bile duct. During the procedure, the physician was unable to insert a .035 through the stent. There were no visible issues noted to the stent system during the procedure. The procedure was completed with another wallstent bare biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The evaluation findings of stent wires damaged. A visual examination of the returned device found that the stent was received fully mounted on to the delivery system. No visible issues were noted with the profile of the shaft, however, when a 0.035 inch guidewire was inserted through the tip a restriction was met. Examination of the distal end of the device found that the shaft was compressed for a distance of 50mm. When the guidewire was inserted through the hub, there was no restriction until the compressed area of the shaft. The stent was partially deployed and the distal wires were noted to be uncrossed and damaged. No other issues were noted to the device. Review and analysis of all available information indicated the most probable root cause for this event was handling damage. It is most likely that due to some aspect of handling the device during unpacking and the preparation for the procedure that the device got damaged. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.